Event description:
The customer reported that the device displayed multiple errors including "vent service required", "ac disconnected", "inlet filter blocked", "o2 regulation", "low o2 inlet pressure," and "flow sensor". The device was not in use at the time of the errors. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer reported that the device displayed multiple errors including "vent service required", "ac disconnected", "inlet filter blocked", "o2 regulation", "low o2 inlet pressure," and "flow sensor". The device was not in use at the time of the errors. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, it was determined that the system printed circuit assembly board, oxygen blend module harness, oxygen blending module sub-assembly, and flow sensor were causing the issues found on this device. The following part was replaced to address these system errors, "ac disconnected", "low o2 inlet pressure", for this device: system printed circuit assembly board. The following part was replaced to address the failure of the internal flow verification test: flow sensor. The following part was replaced to address the vent service required errors on the device: system printed circuit assembly board, oxygen blending module, and oxygen blending module harness. It was determined that the capacity of both the internal and detachable batteries were normal. After the repairs were made to the device, the performance verification tests were performed on the device, and it passed on the device.

Manufacturer narrative:
The customer reported that the device displayed multiple errors including "vent service required", "ac disconnected", "inlet filter blocked", "o2 regulation", "low o2 inlet pressure," and "flow sensor". The device was not in use at the time of the errors. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, it was determined that the system printed circuit assembly board, oxygen blend module harness, oxygen blending module sub-assembly, and flow sensor were causing the issues found on this device. The following part was replaced to address these system errors, "ac disconnected", "low o2 inlet pressure", for this device: system printed circuit assembly board. The following part was replaced to address the failure of the internal flow verification test: flow sensor. The following part was replaced to address the vent service required errors on the device: system printed circuit assembly board, oxygen blending module, and oxygen blending module harness. It was determined that the capacity of both the internal and detachable batteries were normal. After the repairs were made to the device, the performance verification tests were performed on the device, and it passed on the device. The system printed circuit assembly board and flow sensor were returned to the product investigation laboratory (pil) for further evaluation. Pil installed the system pca on the trilogy evo stb and ran therapy for approximately 1 hour using the existing device settings on ac power and the system pca operated without issue, neither e-42, e-82, e-84, e-86 nor e-384 occurred. Pil concluded that the system pca operates as designed. Pil visually inspected the trilogy evo system flow sensor for visual defects and found contamination inside the flow sensor. Pil then installed the flow sensor on the trilogy evo stb and ran therapy for approximately 1.75 hours without issue, e-42, e-82, e-84, e-86 nor e-384 reoccurred. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that contamination caused the failure of the flow sensor. This failure is being investigated under fsn 2023-cc-src-003. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.